Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case, the right plunger case, and the battery door were cracked and the grommet seal was loose inside the pump. A review of the event history log identified motor rate error. During functional testing using the occlusion and run motor drive test the reported issue of motor rate error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 6 years old. Replaced the top case. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.